Manufacturer narrative:
Conclusion: reportedly the recipient had a decrease in hearing performance. According to the received information from the field, in situ measurements show two pairs of short circuits since at least 2012. In situ measurements performed in 2021 show seven channels involved in three different short circuits. Device investigation could confirm the reported short circuits, which were intermittent. The observed technical failure of the active electrode seems to be the cause for the decrease in hearing performance. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The users hearing perception became suddenly worst on (B)(6) 2021. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user_s hearing perception became suddenly worst on (B)(6) 2021. The user was re-implanted with a new device on (B)(6) 2021.